Event description:
Pt initiated on dialysis treatment #9 and within minutes became short of breath and proceeded to a respiratory/cardiac arrest and died after unsuccessful CPR. The dialyzer was a MFR sterilized dialyzer, first use; sterilant was ethylene oxide. Follow-up lab work after event indicated a positive ige and antibody for eto. Facility believes pt had an anaphylactic reaction to eto.